Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the proximal common bile duct of a patient, on (B)(6) 2010 as part of the (B)(4) study clinical trial. According to the complainant, on (B)(6) 2006, the patient was diagnosed with chronic pancreatitis. On (B)(6) 2010, liver function tests were performed, and the results were recorded. On (B)(6) 2010, baseline biliary obstructive symptoms were assessed, and included: jaundice, itching, dark urine, and pale stools. A pre-study stent placement cholangiogram revealed a proximal biliary stricture. A sphincterotomy was performed prior to this procedure and during the procedure, but the stricture had not been previously dilated. The 10 mm x 60 mm stent was deployed in satisfactory position across the stricture, covering the cystic duct. The patient was discharged on (B)(6) 2010. On (B)(6) 2010, liver function tests were performed and the results were recorded. On (B)(6) 2010, sixty seven days post study stent placement procedure, the patient was admitted to the hospital with acute pancreatitis, and right upper quadrant pain. A cholangiogram showed the stent in satisfactory position bridging the stricture and no evidence of a recurrent stricture. The patient was treated medically and discharged on (B)(6) 2010. The relationship between the event and the study stent placement was reported to be "possible" per the investigator. The investigator's reported device causality assessment was reported to be "possible." On (B)(6) 2010, the patient was admitted to the hospital due to acute pancreatitis. On (B)(6) 2010, seventy two days post study stent placement procedure, an endoscopic retrograde cholangiopancreatography revealed a proximal biliary obstruction. The study stent was removed using forceps to grasp the retrieval loop. There were no clinically significant or technical complications during study stent removal. Another wallflex biliary rx fully covered stent was placed. The patient was discharged on (B)(6) 2010. The relationship between the event and the study stent placement was reported to be "possible" per the investigator. The investigator's reported device causality assessment was reported to be "possible." The event outcome is considered to be resolved without residual effects. Additional information received january 26, 2011. The patient's reintervention was actually a pancreatic stent removal and not a study stent removal. The study stent remains in situ.

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A labeling review identified that this device was not used per the directions for use (dfu) / product label. However, the device was used as per the (B)(4) study protocol to assess the safety and performance of temporary placement of the wallflex biliary rx fully covered stents as a treatment of biliary obstruction resulting from benign bile duct strictures. The most probable root cause is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the proximal common bile duct of a patient, on (B)(6) 2010 as part of the (B)(4). According to the complainant, on (B)(6) 2006, the patient was diagnosed with chronic pancreatitis. On (B)(6) 2010 liver function tests were performed, and the results were recorded. On (B)(6) 2010 baseline biliary obstructive symptoms were assessed, and included: jaundice, itching, dark urine, and pale stools. A pre-study stent placement cholangiogram revealed a proximal biliary stricture. A sphincterotomy was performed prior to this procedure and during the procedure, but the stricture had not been previously dilated. The 10 mm x 60 mm stent was deployed in satisfactory position across the stricture, covering the cystic duct. The patient was discharged on (B)(6) 2010. On (B)(6) 2010 liver function tests were performed and the results were recorded. On (B)(6) 2010, sixty seven days post study stent placement procedure, the patient was admitted to the hospital with acute pancreatitis, and right upper quadrant pain. A cholangiogram showed the stent in satisfactory position bridging the stricture and no evidence of a recurrent stricture. The patient was treated medically and discharged on (B)(6) 2010. The relationship between the event and the study stent placement was reported to be "possible" per the investigator. The investigator's reported device causality assessment was reported to be "possible". On (B)(6) 2010 the patient was admitted to the hospital due to acute pancreatitis. On (B)(6) 2010, seventy two days post study stent placement procedure, an endoscopic retrograde cholangiopancreatography revealed a proximal biliary obstruction. The study stent was removed using forceps to grasp the retrieval loop. There were no clinically significant or technical complications during study stent removal. Another wallflex biliary rx fully covered stent was placed. The patient was discharged on (B)(6) 2010. The relationship between the event and the study stent placement was reported to be "possible" per the investigator. The investigator's reported device causality assessment was reported to be "possible". The event outcome is considered to be resolved without residual effects.

Manufacturer narrative:
Study: (B)(4). (B)(4) - medical intervention required, acute pancreatitis. (B)(4) - the reported issue of stent blocked/occluded. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.